Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary. Device a was received in good visual conditions and with three cartridge reloads present. Reload a was received fully fired and with the washer cut and the knife recess below the cartridge deck. Reloads c and d were received fully fired, with the washer uncut and with the knife recess below the cartridge deck. In addition, the returned cartridges were noted to have several staples stuck in the washer. It appears possible that excess of pressure was placed on the distal end of the device not allowing the retaining pin to properly assemble becoming misaligned with the anvil causing the staples not to properly form and damaging the knife as the knife hit the anvil and not the washer. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The device fired without any difficulties. Device b was received in good visual conditions and with a cartridge reload present. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process. Other # = e5r26m (batch # for device b); exp date = 08/2013. MFR date (device b): 9/2008. Damaged cartridge.

Event description:
It was reported that during a low anterior resection procedure, the device was used without any difficulties at the first firing. After loading the cartridge, the tissue was not cut properly and the staples were unformed. Although a new cartridge was loaded into the device, it could not be fired properly. Finally, another new device was used to complete the case. There were no adverse consequences to the patient. Additional information requested and received: the device did not cut the tissue.